Event description:
The surgeon observed very low laser energy activity while trying to do laser therapy on the patient's retina. The laser module had to be replaced. As a result of this incident, the patient probably had to return to the clinic for the surgery to be repeated at a later date.

Manufacturer narrative:
With regards to this complaint, an eva laser module was received for investigation. Historical review of the eva subject to this event indicated that no similar complaints were reported on this eva surgical system. Investigation of the eva laser module determined that the laser main house was performing in accordance with release specification. However, investigation revealed that the lens was damaged by the laser light, resulting in a low laser output. Based upon the available information it was concluded that the root cause of this event is related to a random component failure of the interface, which could have been mitigated during surgery by increasing the laser power.

Event description:
The surgeon observed very low laser energy activity while trying to do laser therapy on the patient's retina. The laser module had to be replaced. As a result of this incident, the patient probably had to return to the clinic for the surgery to be repeated at a later date.